Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The internal evaluation determined that the complaint is a duplicate. Further information will be provided as a follow-up to the report with mfg report number: 8010042-2024-0002107.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'pressure transducer difference >5 cmh2o '. There was no patient involvement. Manufacturer's ref. #: (B)(4).